Event description:
Several different ultraflex infusion sets pull apart from the luer lock. The last incident the pt noticed that the tubing was dangling form the luer lock and her blood glucose was at (498 mg/dl).